Manufacturer narrative:
An internal investigation was performed following notification from a customer in france of a leak observed when using the emag® instrument (ref#: (B)(4)) (serial #:(B)(6)). Immediate actions done all the quick connectors affected by the issue were replaced with the previously created spare part (emag fittings kit s/n (B)(6)). Furthermore, the area around the connectors and the instrument was cleared by removing the crystals and wiping the spilled reagents. Investigation: the probable main root causes of the present issues could be the accumulation of crystals generated by microscopic air infiltration around the sealing o-ring leading to reagent leakage together with components aging. The reagent leaked from at least one of the four quick connectors below the process lane and to the outside of the instrument. After verifying the service orders of the impacted serial numbers, we found that the connectors on all the emags were never replaced since installation. As a consequence, crystals accumulation over time may have led to the leakage onset. Conclusion the replacement of the quick connectors during the preventive maintenance, in case of leakage or initial crystallization, is sufficient to mitigate the risk. As a consequence, the preventive maintenance (pm) checklist is being modified to include an additional action to check for crystallization around these connectors and replace them in case any minor leakage is detected upon pm execution.

Event description:
On (B)(6) 2021, a customer in (B)(6) notified biom¿rieux of a leak observed when using the emag¿ instrument (ref#: 418591) (serial #: (B)(4)). The customer cannot determine the location of the leak. They said it is not from the trash can. The liquid spreads onto the trolley at the level of the low plate. As the liquid can contain buffer, lysis, and sample, the technicians took all of the necessary precautions to remove the liquid (mask, gloves. Glasses). They did not have any direct contact with liquid. The customer confirmed that there was no impact to the technicians due to the leak. In addition, there was no mention of delayed results or impact to patients due to the leak. A field service engineer has been on site to resolve the issue for this customer. A biom¿rieux internal investigation will be initiated.